Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wired footswitch was broken. The fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw (B)(4) ), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the wired footswitch was broken. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this compliant.